Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 31 g x 5 mm bd ultra fine¿ insulin pen needle broke off in a consumer's stomach after injecting. The consumer went to an emergency department and received a MRI and an x-ray. The x-ray visualized the broken needle but the MRI did not and the consumer was told to return to the hospital in two days to have it removed. When the consumer returned, the broken needle was unable to be located. She was advised that the needle may resurface and at that time it could be removed.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6138578. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.